Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the lot number:unk. Do you have any photos available for visual analysis?no. The products involved was not returned because it was disposed. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).(B)(6). Events reported via: 2210968-2023-07944.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2023 and suture was used. It was reported by a sales rep that, during a total hysterectomy, after opening the package and before use, it was confirmed that a foreign substance of biological origin, like possibly human hair or insect, was mixed in the sterile package. The details are unknown. Further details are not provided from the hp. No sample will be returned. No adverse patient consequences were reported. Additional information was requested.